Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a total hip replacement when the head was impacted the plastic part of the impactor snapped in half. No delay. The procedure was finished using the same device.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports the plastic tip of the impactor snapped in half during impaction inside the patient. All broken pieces of the device were returned for evaluation. Per complaint details, there was no patient injury or surgical delay, and the procedure was completed using the same device. Since no harm is alleged, no further clinical assessment is warranted. A visual inspection confirmed the silicone tip is broken in half on the femoral head impactor (japan). The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.